Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for rsd/ causalgia-complex regional pain syndrome and spinal pain. It was reported that patient started having pain over their ins that would shoot down left leg. Rep stated no falls or trauma that prompted the issue. This was considered a sudden change in therapy/ symptoms. No further patient symptoms or complications were reported in this event.